Event description:
It was reported that the patient was hospitalized due to persistent atrial fibrillation. During the device interrogation it was determined that the right ventricular (rv) lead exhibited high thresholds. The rv lead had also been implanted after the use-by date. The lead was explanted and replaced. During the explant procedure, the atrial lead was damaged. Additionally, the atrial lead exhibited high thresholds. The atrial lead was explanted and replaced. The day after the atrial lead replacement it was determined that the lead exhibited oversensing. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).